Event description:
A peritoneal dialysis pt's husband called in for an unrelated reason and reported that his wife was admitted to hosp on (B)(6) 2014 for contamination peritonitis. She frequently disconnects the cap and leaves it open as she suffers from confusion from a previous stroke. She was discharged on (B)(6) 2014. Medical records have been requested but not yet received.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info, an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.